Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during recovery of the device, the delivery wire was recaptured and the pipeline remained attached to the distal end of the microcatheter; this caused the entire system to be recovered, making it impossible to reuse it. A new pipeline was used, which was recovered and released as expected. The material was duly separated. The pipeline became stuck in the distal section of the catheter during resheathing. The distal section of the catheter was damaged. The pipeline remained attached to the distal end of the microcatheter; this caused the entire system to be recovered, making it impossible to reuse it. The pushwire was not damaged. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of the event. The control angiography was satisfactory. The patient was discharged (B)(6) 2025. The patient was undergoing surgery for treatment of an unruptured aneurysm. The aneurysm was located in the left internal carotid artery (in the ophthalmic segment). The vessel tortuosity was moderate and femoral access was used. Dual antiplatelet treatment was administered. The angiographic result post-procedure was satisfactory with the new pipeline implanted.

Manufacturer narrative:
H3: product analysis ¿as found condition: the pipeline flex shield embolization device and non-medtronic headway 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield outer carton and inner pouch. The pipeline flex shield was returned within the headway 27 catheter. ¿damage location details: the pushwire was returned extending out from catheter hub. In addition, the distal braid, sleeves and tip coil were deployed from catheter distal tip. No bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with non-medtronic headway 27 catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿testing/analysis: the pipeline flex shield was pushed out from non-medtronic headway 27 catheter hub without issue. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿ conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have resistance during resheathing as no defect was found with pipeline flex shield pushwire and headway 27 catheter. No resistance was observed during testing. However, the root cause of damage could not be determined. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. The headway 27 catheter is compatible with pipeline flex shield; the patient's vessel tortuosity was moderate. Which eliminates these factors out as potential cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.